Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 400 mg/dl. Customer stated that they had issues with infusion set which was separated from serter, second infusion set did not worked, and caused high blood glucose of over 400 mg/dl. Customer declined troubleshooting for high blood glucose and infusion sets issues. Customer did not used auto mode feature. The insulin pump will not be returned for analysis.